Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during surgery, the bur broke. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a 5 minute delay and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete. Device not returned for evaluation.

Event description:
It was reported that during surgery, the bur broke. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a 5 minute delay and the procedure was completed successfully.